Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire ptfe (polytetrafluoroethylene) coating was peeled off on several places along its proximal between 20.0cm section and 34.0cm section. The ptfe coating appeared to have peeled from an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be definitively determined.

Event description:
Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off. There was no clinical consequence to the patient.